Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A gastro-intestinal ulcer is a known complication of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). During a nurse visit, the patient's spouse reported that the patient was hospitalized in (B)(6) 2025 for an intestinal ulcer which was treated and resolved. On (B)(6) 2025, during the hospital stay, the device was replaced and discarded. No further information was available.